Manufacturer narrative:
Additional information provided in h.6. H.3. D.9. D.10. And h.10. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside the device. The device was returned in the blister tray inside the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted into the mid nozzle. No damage observed to the device. The iol is attached to the nozzle tip with solution. The lens is scratched/marked-rejectable. The product investigation could not identify the root cause for the reported complaint "injector riding over the iol" as lens was returned outside the device. Due to this, we are unable to confirm lens and haptic position for advancement and determine a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
The representative reported that they have experienced issues with the injectors riding over the iol. Additional information has been requested.